Event description:
A complete se peripheral stent was been used to treat a lesion in the right sfa. The lesion was 80-90% stenosed and severely calcified. Device was removed from package per IFU. Device was inspected prior to use with no issues noted. Device was prepped with no issues noted. The lesion was pre-dilated. It is reported that the stent deployed without any issues. Post pta was performed without any issues. During removal of the delivery system some resistance was noted and some force had to be used. The physician was unable to remove wire and after some attempts to remove the wire it was noticed that the wire had gotten stuck on the distal end of the stent. The stent was disfigured and twisted. The physician was unable to pass any other products through the stent to fix the issue. The patient was sent for surgery and the wire was removed successfully. The patient is reported to have recovered from surgery.

Manufacturer narrative:
(B)(4): evaluation - results - patient¿s condition affected effectiveness of device (80-90% stenosis and severely calcified). (No results available since no evaluation performed) - device or procedural images not provided for review. None (device not returned) conclusion - device failure/lack of effectiveness related to patient condition (80-90% stenosis and severely calcified). Unable to confirm complaint (device or procedural images not provided for review).